Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution and blood are dried on the lens. No damage is observed to the lens. Product history records were reviewed and all documentation indicated that the product met release criteria. A handpiece was indicated. The cartridge used was not provided. The root cause for the reported posterior capsule tear could not be determined. It was reported to have occurred during manipulation of the lens. A malfunction has not been indicated against the lens. The reporting facility has not provided any further information related to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during a cataract surgery phacoemulsification surgery with an intraocular lens (iol) implantation, a large posterior capsule rent was noted during lens manipulation. The iol was removed and replaced with a different iol. Additional information has been requested.